Event description:
Country of complaint: (B)(6). Possible non-sterile suture - infections reported.

Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Possible non-sterile suture - infections reported. The end customer has tested the threads since (B)(4) 2014. End customer reports that infection reports have increased within a three week period. Based on conversations with the head physician, the problem with reported infections may have existed for a longer period of time, other than initially stated. After considering all the facts, the head physician does not think that the threads have contributed to the infections. Furthermore, the end customer (staff) performed microbial testing on new gloves and wash sets at the same time, as the threads. Based on the reports, the infections could not have been caused for various reasons. There are no available facts about the infections, as of the time of this report. There are no previous complaints of this code batch. Final conclusion: the complaint is not corresponding (not justified). Evaluation is on-going.